Event description:
It was reported that this pacemaker system triggered two lead safety switch (lss) episodes due to high out of range pacing impedance measurements on the right atrial (ra) lead. In unipolar configuration noise oversensing was observed on the ra lead. The lead was programmed back to bipolar configuration. A lss was triggered again due to high out of range pacing impedance measurements. Again, the ra lead was programmed back to bipolar configuration. Subsequent testing confirmed that the lead impedances were within normal limits. It was further suspected that the episodes may have been associated with low-amplitude muscle noise, although this could not be confirmed. Additionally, the physician considered the possibility of a right atrial lead fracture, but this too remained inconclusive. Isometric tests were performed, and no noise was reproduced. Based on the analysis, it was believed that the patient had atrial fibrillation (af) episodes that may have caused a temporary shift in the lead contact point, resulting in increased impedance measurements, this was also not confirmed. Continued monitoring was recommended. No adverse effects to the patient were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.